Event description:
Patella pegs sheared off. Pt was sitting in a chair and got up and heard a "click" and then had pain. The doctor has found that the patella has sheared off. Revision is scheduled in 2004.